Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in april 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap at the far-right end of the homechoice cassette was missing. The cap was not inside the overpouch. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.